Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurs at connection site at start of infusions with an unspecified bd 5ml syringe. The following information was provided by the initial reporter: it was reported that leakages have occurred at the start of infusions at the connection with the maxzero connector. Additional information provided by customer: the nicu states the leak occurs after the start of the infusion, and seeing they are most likely running at low flow rates the leak may not be noticed a first but eventually will see dripping from the IV set with the leak happening at the hub of the syringe and the maxzero (mp1000-c) connector.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that leakage occurs at connection site at start of infusions with an unspecified bd 5ml syringe. The following information was provided by the initial reporter: it was reported that leakages have occurred at the start of infusions at the connection with the maxzero connector. Additional information provided by customer: the nicu states the leak occurs after the start of the infusion, and seeing they are most likely running at low flow rates the leak may not be noticed a first but eventually will see dripping from the IV set with the leak happening at the hub of the syringe and the maxzero (mp1000-c) connector.